Event description:
Procedure: low ant resect double staple. According to the reporter: on first firing, handle stopped in the middle. When the device was released, malformed stapling was found. Additional resection of the tissue was done. Used other device. Bleeding under 200cc. Operating room time was extended more than 30 minutes.

Manufacturer narrative:
(B)(4).